Event description:
It was reported that during implant, a morphology template could not be acquired. Device remains implanted. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.